Manufacturer narrative:
(B)(4). The exact date of this event is unknown; however, the event occurred during (B)(6) 2013. The sample was not received for evaluation. The customer's reported problem could not be confirmed; the root cause was not identified. A batch review cannot be performed since there was no lot number provided.

Event description:
It was reported that a one-link connector had an occlusion. The customer reported that when the pump was programmed to infuse at a rate of 10 ml/hour the patient did not received the medication. Fifteen minutes later, the rate was increase to 40 ml/hour which caused the pump to alarm upstream occlusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.